Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) /2011. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.